Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed. Patient information requested, if you was in use on patient.

Event description:
The customer reported that when the ventilator was turned on the screen lights up and its blank and there is nothing else on the screen just beeps and cannot use the machine. The customer reported that it is unknown if the unit was in use on patient, and if there is was any patient harm reported.

Event description:
The customer reported that when the ventilator was turned on the screen lights up and its blank and there is nothing else on the screen just beeps and cannot use the machine. Per customer, the unit was not in use on patient and there was no patient harm reported.